Event description:
It was reported by the customer the device was fired twice and was manually closed for the 3rd firing, the staples protruded. Another device was opened and used to complete the case. There was no consequence to the pt.